Event description:
Device 2 of 2. Reference MFR report #16274874-2013-12163. It was reported the pt is no longer experiencing stimulation coverage on the left side. X-rays revealed no anomalies and diagnostic tests showed valid impedances. The next course of action is undetermined. Follow-up determined the pt was reprogrammed. The physician's plan of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.